Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked and chipped by the left bottom corner, the right plunger case and the battery door were cracked. Unable to retrieve event history log due to constant sound with no displayed alarm. During the functional testing was able to duplicate the reported issue. Reprogramming from base unit (bottom interconnect board) to top unit ( main board) was incomplete. The root cause of the issue was due to the customer powering down the pump while the pump was performing a software upload from base to head. Upload v1.5.1 to the base unit (interconnect board) and reboot pump's head (main board) by performing power point process. Uploaded customer software.

Event description:
Information was received indicating that after the system was reset, the smiths medical medfusion pump could not turn on and exhibited constant alarm. No adverse effects were reported.